Event description:
It was reported, during an implant procedure, following the slitting of catheter, the stylet was unable to be pulled out of the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable.